Manufacturer narrative:
Submit date: 25-apr-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician was unable to confirm the reported issue. The unit¿s software was updated and the unit was cleaned, tested and recertified. The unit operated properly.

Event description:
The customer reports the unit keeps cutting off.

Manufacturer narrative:
Submit date: 25-apr-2017.

Event description:
The customer reports the unit keeps cutting off during testing. There was no record of alarm going off or any type of display. The clerk hooked up unit for charging and when they return the unit had powered off, this happens a couple of time. No patient was involved.